Manufacturer narrative:
Please note, the original report was submitted via MFR#1218950-2015-00419 on 01jan2015, which was reported with an incorrect MFR#. This report updates the original report. Event date: (B)(6) 2015. MFR received date: 07/13/2015 the data acquisition pcba to motor controller pcba cable was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported the ventilator alarmed and displayed codes that indicated a spi bus failure. The customer reported there was no patient involvement.